Manufacturer narrative:
Investigation of returned suspect fuses confirmed the reported event was caused by and electrical failure. Before applying 21vdc between contacts 7 and 10 9.6 ohms was measured. This is as expected. Energized, there is an audible click as the relay closes and between contacts 7 and 10 0.02 ohms was measured. This is as expected. No problem found with the assembly, both fuses open.

Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site and discovered that blown system fuses caused the reported malfunction. The representative replaced the fuses and the issue was resolved. The part has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following replacement of the fuses and full system functionality was confirmed. No further issues were reported.

Event description:
A medtronic representative reported that the imaging system would not power up. This was discovered outside of any patient involvement. No additional information was provided.